Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the electronic gas delivery system could not be calibrated. A "calibrate o2 analyzer" error message was observed on the central control monitor. An alternate device was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.